Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this patient has had a knee revision. Reason for the revision is unknown. No other information provided.

Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported. Section h11: *the following sections have corrected information: (b5) describe event or problem: it was reported from a surgeon that this patient has had a knee revision. Reason for the revision is unknown. No other information provided after multiple attempts.

Event description:
It was reported from a surgeon that this patient has had a knee revision. Reason for the revision is unknown. No other information provided after multiple attempts.

Manufacturer narrative:
Manufacturer narrative updated: the reason for the event reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.